Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed to adjust the sensitivity of the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had possible t-wave oversensing (twos) or a loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.